Manufacturer narrative:
A device history record review was completed for provided material number 304627 and lot number 4003568. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples and four (4) physical samples were returned for evaluation by our quality team. Through examination of the samples, three (3) needles showed excess epoxy, the adhesive used to join the cannula and hub components. Regarding the epoxy defect, this issue resulted during the assembly process when the adhesive is added to the hub, probably due to a temporary stoppage in the process. As a consequence, a higher quantity of epoxy was added to the hub resulting in this cosmetic issue. During the production process, visual inspections are routinely performed to check for defects, including spilled epoxy. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd conventional needles- needle has foreign matter. The following information was provided by the initial reporter: we are sending you the official complaint no. (B)(4) for the material no. 304627 - needle hypodermic 23g 25mm blue (2300086-00). I would like to inform you that during our process we have found damaged needle and white spots of glue on the needles. White spots looks like too much glue. Defect: damaged needle; spots of glue.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Street address information was not provided, therefore, xx was used as a place holder.